Event description:
User allegedly had pen needles that would not fitting properly on her pen. "She took the pen to (B)(6) with the pen needles and they said they were defective." User allegedly "lost a lot of insulin" as well.